Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant procedure, noticed that the lens was cracked on injection. The lens was removed using iol cutter and forceps. Replaced with another unspecified lens during initial procedure. The procedure was completed on same day without any harm to the patient. Additional information was requested, but no further information is available.